Event description:
Received information stating that due to a ventilator malfunction pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. No parts were replaced. The unit passed extended self testing.